Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a internal shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 18 atmospheres for several seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.